Event description:
Philips received a complaint by the customer on the v60 indicating that a battery alarm error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a battery alarm error occurred. A field service engineer (fse) was dispatched onsite to evaluate and repair the device. Upon arrival, the fse found that the battery needed to be replaced. This investigation is ongoing.

Manufacturer narrative:
E1: reporting institution phone #: (B)(6).

Manufacturer narrative:
Per good faith effort (gfe) response received 16apr2025, the field service engineer (fse) stated that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The fse also noted that the battery failed to charge and was more than 5 years old based on the date of manufacturing. The replacement battery is out of stock/backordered, so the customer will receive the new battery in the fourth quarter of the year (q4). This investigation is ongoing.

Manufacturer narrative:
The battery failed to charge and was more than 5 years old based on the date of manufacturing. The field service engineer (fse) replaced the battery and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.